Event description:
Customer received low total psa results for 9 patient samples, which resulted higher when repeated using a different lot number of reagent. Total psa reagent lot number 155709. All repeat testing was performed on (B) (6) 2010 using a different total psa reagent lot number - 156171. Patient 1, initial result gave < 0.002; repeat 0.031 ng/ml. Patient 2, on (B) (6) 2009 initial gave < 0.002; repeat gave 0.073 ng/ml. Patient 3, on (B) (6) 2009 initial gave 0.213; repeat gave 0.414 ng/ml. Patient 4, on (B) (6) 2009 initial gave 0.354; repeat 0.575 ng/ml. Patient 5, on (B) (6) 2009 initial gave <0.002; repeat 0.022 ng/ml. On (B) (6) 2010 patient 6, (patient a) initial gave <0.002; repeat 0.109 ng/ml. Patient 7, (patient b) initial gave <0.002; repeat 0.206 ng/ml. Patient 8, on (B) (6) 2010 initial gave 0.396; repeat 0.616 ng/ml. Patient 9, (patient a - second sample) on (B) (6) 2010 initial gave <0.002; repeat 0.125 ng/ml. The initial results were reported. Physician strongly disagreed with tpsa results reported as < 0.002 ng/ml. No information provided to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Investigation of the data provided determined the cause for the discrepant results was an abnormal tpsa calibration which lead to a change in recovery of the tpsa assay at the low-end of the measuring range. It was determined the abnormal calibration occurred due to incorrect handling of the calibrator by the customer, and not a quality issue with the reagent or calibrator. The discrepant results were questioned by the physicians and the measurement was repeated. No treatment of the patient occurred.

Event description:
It was reported that the device was leaking an unknown fluid. The issue was found during sterile processing so there was no patient involvement or adverse consequences related to this event.